Manufacturer narrative:
The investigation into the purge sidearm leak has been completed. The device was not returned for evaluation. The logs were returned and confirmed purge pressure low alarms on the day of the reported leak. However, without evaluation of the device, the cause of the purge leak was not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 61 year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the yellow luer began to leak where the purge tubing is connected. There were no alarms reported. No patient harm was reported. No additional information was provided.